Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device got stuck on the black screen and did not turn on. The field service engineer activated the power switch, and the power supply clicked, but the device did not boot. The fse removed the bus cable and disconnected the battery from the communication sled, but there was still no power. After disconnecting everything except the power cords to the docking board and power supply, the station was powered on. When components were plugged in one at a time, starting with the battery, there was no power. Finally, the fse replaced the battery to resolve the issue. The fse rebooted station to check for updates, checked all connected drawers, cleaned aio, bioid, and keyboard cover, tightened barcode scanner cradle and confirmed that everything was normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was not turning on black screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.